Event description:
Meter's test strip port was damaged. The pt was able to test and obtained a result on one of their two meters and the result was 282 mg/dl. The pt reported experiencing symptoms of sweating, thirst, hunger, and fatigue. The symptoms match the blood glucose result. Pt took insulin after testing blood sugar. The pt reported calling the paramedics and pt received treatment of food and beverage. It would have been helpful to know what blood sugar was at the time the paramedics arrived. This case is being reported as a malfunction because there is no evidence that the meter contribtued to a serious injury. There is, however, evidence of meter malfunctioning. The issue was not resolved with troubleshooting. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent to attempt to obtain more clinical information.